Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage to lens and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -12.0 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to lens subluxation by marfan syndrome.